Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # 555c03. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 555c03, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the surgeon went to fire his first black load and said it fired about 1 cm and then reversed back. The stapler deployed staplers the little amount it did fire. Tried another load and did the same thing. Nurses got them a new stapler and the it worked fine. No patient harm was reported.